Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2011-04456. Reference MFR report: 1627487-2011-04457. The pt received his scs sys on (B)(6) 2011. It was reported the pt had highly inflamed spots at his cervical incision site and the ipg site. It was also reported he had pain at the ipg incision site. The sjm rep told the pt to contact his physician immediately. F/u identified the physician felt it was the suture that was irritating. The pt was placed on oral antibiotics. Add'l f/u found the pt's symptoms had resolved. The pt was working closely with his physician to monitor the issue.